Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was greater than 600 mg/dl at the time of the incident. The customer reported that they were having no delivery errors, but blood glucose was over 600mg/dl. They tried to quick bolus and got no delivery. The customer declined troubleshooting for blood glucose and wants to test for no delivery. The customer was advised to treat manually. The troubleshooting determined that the pump was working as designed. The insulin pump will not be returned for analysis.